Manufacturer narrative:
This event occurred because MRI safety standards were not followed by bringing a magnetic wheelchair in the examination room. It is stated in the instructions for use that no magnetic materials should be brought into the examination room. The safety directions in the instruction for use contain warnings on this matter. (B)(4).

Event description:
Philips received a report that a patient was brought to the mr system sitting in a wheelchair pushed by a family member. When bringing the patient closer to the magnet, the wheelchair was attracted to the magnet and hit the doctor's finger. This resulted into a bone fracture of the doctor's finger. The patient was not harmed.